Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) had system not working with main power. Unit is only working with battery backup. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit he observed that system is not working mains power, it is working only with battery back up. Problem found with power supply board. System is not working. He replaced power supply board which customer has arranged same as replaced then checked the system it is working fine and ready to use.